Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support it was reported that there was a plan to switch anticoagulant to bival, as there was a concern for heparin-induced thrombocytopenia and thrombosis. In addition amio bolus, lidocaine drip initiated after torsades event. Episodes of torsades, required cardioversion. Later the patient experienced ventricular tachycardia requiring debilitation x1. The patient remains on support.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the thrombocytopenia: the cause of the injury was not determined due to insufficient clinical details. Arrhythmia, tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. Additional information received for d6 explant.

Event description:
Additional information was received, the patient was explanted.